Event description:
Dr. Performed an I&d with insert swap due to infection. No allegations against the implant made. Right knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f602 triathlon p/a cr beaded #6r, lot ntt7d, 5536b600 tritanium bplate triathlon s6, lot ctd67922, 5552-l-381 tritanium patella-asymmetric, lot plky1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.